Event description:
The device was inserted in the accident and emergency department, following surgery the patient was sent to the ward. While on the ward it was noted that the catheter had separated from the adapter. Catheter segment located in patient's upper arm via ultra sound. Surgical intervention initiated to successfully remove the catheter segment.